Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator experienced a return of pain, high stimulation intensity requirements between 8.0 and 11.0, and burdensome charging needs requiring charging two times a day. High impedance was observed on contacts 2, 10, 11, 12, and 13, all marked as ¿avoid¿ with values exceeding 26k, and pain coverage was lost, necessitating reprogramming. Troubleshooting included checking multiple impedances and contacts, and reprogramming was performed around the affected contacts, which recaptured pain coverage and reduced the required stimulation intensity to approximately 2.5¿2.7, with the charging interval extended to every 7.3 days. The patient and physician were informed that a revision may be necessary if loss of relief recurs. The issue was ongoing at the time of the report.